Manufacturer narrative:
(B)(4). This device was not returned to the manufacturer.

Event description:
The dentist reported a fractured abutment screw. The dentist was able to retrieve remaining portion of screw from the implant.

Manufacturer narrative:
The device was not returned for evaluation. The review of the device history record did not provide any indication of a manufacturing deviation that would contribute to this event. Customer use of the torque at 30ncm exceeded recommendation of 20ncm referenced within the biomet restorative manual.